Event description:
It was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. There was no adverse impact to the customer's blood glucose level. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.